Event description:
It was reported that the atrial lead was noted to be dislodged one day post implant. No sensed p-waves and no capture at max output was noted. The patient was doing fine with and intact underlying rhythm with good condition. The device was programmed vvi for back up as the rv lead was showing normal function. The lead was later explanted and replaced. There were no adverse events pre, during or post procedure. The patient will recover and be discharged home.

Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and sensing problem. As received, a complete lead was returned in one piece. Visual inspection of the lead found the tines to be complete and intact. The reported events for failure to capture and lead sensing problem were not confirmed. Electrical testing was normal.